Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item and lot combination. A review of the complaint database over the last 3 years has found no similar complaints reported with the item: 12-115120. Risk assessment: root cause: the root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. Risk management report documents the estimated residual risk associated with the reported event. Pain and dislocation are considered harms with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: s-3 prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. Therefore, the reported event is considered to be within the severity of the rmr. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that patient underwent initial hip surgery on (B)(6) 2020. Subsequently, a revision surgery was performed on (B)(6) 2020 due to dislocation.

Manufacturer narrative:
(B)(4). Initial report. UDI: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: neutral liner 36 mm i.d. Size kk for use with 56 mm o.d. Size kk shell, catalog #: 00875101236, lot #: 64481888. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that patient underwent initial hip surgery on (B)(6) 2020. Subsequently, a revision surgery was performed on (B)(6) 2020 due to dislocation.